Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a sensor prematurely detaching after 7 days of wear and the customer was unable to obtain readings and monitor glucose levels. Due to delivery delay, customer was unable to test and experienced weakness, ¿could not get out of bed¿, requiring treatment of a water and sugar via third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.